Manufacturer narrative:
The customer reported that the exam froze on the mee-2000a during an inter-operative case. They had started the case at 12:00pm and at 3:37pm. The application froze and then closed. They would like assistance with troubleshooting on what caused the issue. Tech support (ts) remoted into the acquisition unit and looked in the windows application and system logs. There were multiple tls errors (transport layer security) in the system logs. In the application logs, tech support noted that they had application hang errors at for nkiom.exe at the time the customer reported the application froze. The mee-2000a monitors, records, and displays the bioelectric signals produced by sensory and motor pathways. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the exam froze on the mee-2000a during an inter-operative case. They had started the case at 12:00pm and at 3:37pm. The application froze and then closed. They would like assistance with troubleshooting on what caused the issue. Tech support (ts) remoted into the acquisition unit and looked in the windows application and system logs. There were multiple tls errors (transport layer security) in the system logs. In the application logs, tech support noted that they had application hang errors at for nkiom.exe at the time the customer reported the application froze. The mee-2000a monitors, records, and displays the bioelectric signals produced by sensory and motor pathways. No patient harm was reported.

Event description:
The customer reported that the eeg examination on the mee-2000a system froze during an intraoperative case. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the eeg examination on the mee-2000a system froze during an intraoperative case. Technical support (ts) remoted into the acquisition unit and found there were multiple "transport layer security" (tls) errors in the windows system logs. In the application logs, ts noted they had application hang errors for the nkiom.exe at the time the customer reported that the application was frozen. No harm or injury was reported. Investigation summary: replacement hdds were sent to the customer to resolve the issue. As the original hdds contained patient information, they were not returned. Hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot. The device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance).

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from mee-2000a to neuromaster g1. D4 additional device information / model #: corrected the model # from mee-2000a to dc-200b. D4 additional device information / catalog #: corrected the catalog # from mee-2000a to dc-200ba. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the eeg examination on the mee-2000a system froze during an intraoperative case. No patient harm was reported.